Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with a report of right ventricular (rv) noise that led to a brief period of pacing inhibition. The calling health care provider (hcp) reported lead impedance measurements have been stable, and pace thresholds had increased slightly over the previous nine months. Hcp reported there were no adverse patient effects, and that the patient had not had any similar episodes. The noise could not be re-created through isometrics exercises or pocket manipulation. A boston scientific technical services consultant discussed additional testing techniques and how to adjust the device's automatic gain control for sensitivity for the rv channel. 22.6 months later, it was reported that the patient had experienced additional episodes recently with asystole of up to 3.5 seconds, and had become pacing dependent. The noise could not be re-created clinically, and the episodes occurred at different times of day. Lead measurements were normal and stable. The patient's physician felt the episodes were the result of muscle or diaphragmatic noise. Device sensitivity was reprogrammed to make the system less sensitive to noise.

Event description:
The device subsequently was explanted and replaced with no adverse patient effects reported.

Manufacturer narrative:
This report will be updated if additional information is received. No adverse patient effects were reported. The patient continues to be monitored.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device did not reach elective replacement status while implanted. Microscopic visual inspections noted no irregularities. All setscrews moved freely and operated normally. Lead impedance testing was performed with known resistance values and the resulting measurements were normal. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.